Manufacturer narrative:
The customer reported problem was confirmed. Upon visual inspection the service technician noted that they replaced ail sensor, membrane frame and door assembly with keypad. A review of the device history record for sn (B)(4) was performed from 10/04/2019 to 8/19/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The proximate cause of the reported issue was due to electrical failure of the ail sensor causing check IV set error.

Event description:
It was reported that the device had an unknown / not provided failure. Replaced ail sensor assembly for error "check IV set".